Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating. The customer will use multiple daily injections for insulin delivery. The customer¿s blood glucose was 170 (mg/dl). However, a replacement pump was sent to the customer to resolve the issue.